Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The reported complaint came in via a medwatch form. The portex® bivona® tts¿ fixed neck flange extra length hyperflex¿ tracheostomy tube connection did not fit into the connection for the ventilator, it was the wrong shape. The et tube required replacement with a different lot # and there were no further issues. Failure was noticed during intubation procedure and patient needed to be connected to the ventilator. Patient was reintubated with an emergent trach change. Patient is not ventilator dependent and was under anesthesia. Patient cannot breathe without trach. No information on patients current condition at this time.